Manufacturer narrative:
(B)(4) does not apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. When asked for clarification on the pump repositioning surgery, the hcp replied that it was "unknown."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 1.3210 mg/day. The indications for use were non-malignant pain and degenerative disc disease. The patient was due for a pump refill. The patient had (B)(6). The patient was picking/scratching the wounds on her arms, and they were "exposed." The hcp wanted to know if it was okay to refill the patient's pump now. The (B)(6) was contracted after patient's last surgery the week after (B)(6) 2016. The surgery was due to repositioning of the pump. It was noted that the patient got seromas regularly, and one of the reasons the pump was implanted was to help with the pain of the seromas. It was unknown when the seromas first occurred. The situation was being addressed by the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.